Manufacturer narrative:
Implant date: 2011. Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm. Model: sc-2218-70, serial/lot: (B)(4), description: linear st.

Event description:
A report was received that the patient was experiencing loss of stimulation. 3 of the contacts were displaying high impedances. The patient's leads were explanted and replaced with new leads.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing loss of stimulation. 3 of the contacts were displaying high impedances. The patient's leads were explanted and replaced with new leads.